Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via: 2210968-2024-02685, 2210968-2024-02686, 2210968-2024-02687, 2210968-2024-02688, and 2210968-2024-02689.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date in (B)(6) 2024, and barbed suture was used. Several stratafix monocryl sutures snapped mid suture line. Sutures of different sizes, several 3-0 and 2-0 sutures. Further information has been requested.